Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8 coils. During the procedure, the physician filled the aneurysm and then attempted to deploy a pod8 coil into the feeding vessel; however, the physician noticed that the pod8 coil was too large for the vessel and decided to remove it to use in another area. Incidentally, the pod8 coil could not be successfully resheathed and was not used. The procedure was then completed using a pod6 coil. There was no report of an adverse effect to the patient.